Event description:
The daughter of the pt reported that the patient's blood glucose had been elevated for 2 days and she was experiencing e4 (occlusion) errors. At the time of the report, e4 was displayed on the infusion device. To troubleshoot, the daughter was instructed to remove the insulin cartridge and to manually push on the plunger of the cartridge. The plunger would not move. The daughter was instructed to perform an empty prime and the infusion device completed the prime without error. The daughter was advised to insert a new insulin cartridge. The patient called back and stated that she tried inserting 3 more insulin cartridges into the infusion device and she stated that the piston rod was "stuck" and would not move. The patient's blood glucose was elevated to 450 mg/dl and she was using injection therapy to lower her readings. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.